Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained. Please explain what was wrong with the inner packaging (hole, tear, or puncture in the tyvek or blister; open or incomplete seal)? Follow up tear/puncture in tyvek. Outer box was intact no external signs of damage until tyvek puncture was noted.

Event description:
It was reported that during an unknown procedure, the box was intact however the inner packaging was compromised. Product not used. Case completed with a new same like device. There were no patient consequences reported.